Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, when the surgeon was refilling the reload into the stapler, the stapler did not fire. They tried another stapler and had the same problem. There was no patient injury.